Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the device worked for half of case and then stopped and started. Finally the surgeon changed the handpiece and got a new lcsc5 to complete the case. The luke handpiece was not used. There was no consequence to pt.